Event description:
Boston scientific received information that this right ventricular (rv) lead was part of an intervention due to infection. The pocket was reopened and irrigated with antibiotics. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This right ventricular (rv) lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.